Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to charge energy via the front panel membrane. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the front panel membrane was returned. The malfunction was duplicated and attributed to high contact resistance within the front panel membrane. Analysis of reports of this type has not identified an increase in trend.